Event description:
It was reported, the bronchovideoscope had error e216 between endoscope and processor. The issue occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial with information inadvertently left out (b5, e1, and g2) the device was evaluated by olympus, and the suggested event was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported malfunction occurred due to electrical contacts on receptor at processor side has electrical conduction failure due to corrosion or the like. However, the root cause could not be identified. The event can be prevented by following the instructions for use which state: - chapter 5 troubleshooting "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿." "If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿." "Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the device malfunction occurred during a therapeutic bronchoscopy causing a delay for approximately 15 minutes while the patient was under sedation. The device malfunction occurred 5-6 times up to 10 seconds. The user reported that sometimes the whole screen was gone and sometimes the half of it (in both cases horizontal lines was appearing on screen). The procedure was completed with the same device.